Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited a leakage at the filter. The leakage was discovered while administering a medication to a patient. The device is returning for investigation. The pictures are attached in the complaint object. No patient injury.

Manufacturer narrative:
Other, other text: two samples were received for evaluation. Visual inspection found no obstructions, damage, broken, or other defects were detected in the joins of the product. To conduct functional testing a leak test was performed. Upon testing, a leak was present in the filter air vent, the reported problem was confirmed. As per IFU cautions section leaking could occur if using solutions that contain high levels of surfactants that may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.